Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station had been stuck on the blue carefusion screen. A technical support specialist (tss) reinstalled the remote smart service and modified the file path to resolve the issue. The system functioned as intended after the technical support specialist successfully troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station had been stuck on the blue carefusion screen. The customer stated that there was no patient involvement, harm or delay in dispensing medication. There were no adverse events or injuries reported based on this event.